Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Implant date the patient was implanted with the device in 2011. (B)(4). Other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific tension-free vaginal tape device was implanted into the patient during a procedure in 2011. It was reported that the patient experienced sharp and constant lower abdominal pain. An MRI result showed inflammation/low level infection at tvt site near rectus sheath. Boston scientific has been unable to obtain additional information regarding the event to datoe despite good faitoh efforts.